Manufacturer narrative:
(B)(4) were reported in error. Please disregard initial reportings of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial mdrs, it was determined that the reports were submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, an addition is required.